Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed evidence of call service 064 alarms. The black box confirmed an occlusion during prime. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no alarms occurring. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim, fading, and discolored and the clip insert was damaged. The clip has no effect on insulin delivery function.